Manufacturer narrative:
H6 - device code: removed code of "material integrity problem".

Event description:
It was reported that the device got fractured. The target lesion was located in the severely tortuous liver. A 180cm renegade hi-flo fathom system-16 was selected for use. During the procedure, a tension was felt, the tip of the wire was sheered and fractured on the distal tip. The wire was retrieved through the catheter and the entire system was pulled out entirely from the patient's body. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the device got fractured. The target lesion was located in the severely tortuous liver. A 180cm renegade hi-flo fathom system-16 was selected for use. During the procedure, a tension was felt, the tip of the wire was sheered and fractured on the distal tip. The wire was retrieved through the catheter and the entire system was pulled out entirely from the patient's body. The procedure was completed with a different device. No patient complications were reported.